Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose levels were too high to register on the glucometer. It was stated that the customer experienced vomiting, large ketones, dehydration and fatigue. It was stated that the customer was very weak, and collapsed. Troubleshooting was declined. The caller stated that the customer is no longer on insulin pump therapy because he was unable to control his blood glucose levels. Nothing further was reported.